Event description:
It was reported that the implant did not fully deploy and no back-up device was available. It is unknown how the procedure was completed. However, no patient injury, surgical delay or other complications were reported.

Manufacturer narrative:
Based on our visual evaluation, customers complaint was not confirmed as the device was received fully deployed and no visual discrepancies were observed that would indicate the device was faulty. An exact root cause for the implant not retained in the bone cannot be determined with confidence, however, factors unrelated to the manufacture or design of the device that could have contributed to the reported event includes: bone condition that would prevent anchor retention. Improper anchor insertion. Operating room (or) implant not inserted into full depth. The instruction for use (IFU) were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the implant did not fully deploy and no back-up device was available. It is unknown how the procedure was completed. However, no patient injury, surgical delay or other complications were reported. Additional information received 5/17/2017 indicates the procedure was completed with another s and n anchor (healicoil) using the same bone hole. Assessment of this complaint in consideration of the new details found it not to be reportable per 21 cfr 803.